Event description:
While laparoscopic hernia repair surgery was taking place the dr noticed a black cone shaped piece of rubber in the abdominal cavity. The dr was able to retrieve the object and remove it from the abdominal. The cone shaped object came from the product where the arm meets the handle.